Event description:
It was reported that the patient's previous penile prosthesis was removed due to unspecified reason. A new inflatable penile prosthesis (ipp) was implanted. No information about the patient's outcome was provided.